Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer is jammed and failed to stay close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height legacy drawer main 3.1 was missing screws from the open sensor. A field service engineer (fse) performed hardware repair to resolve the issue. The customer inventoried the medication, and the fse tested the device to ensure it met all specifications. A functional test was performed, and diagnostics were successfully run. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer is jammed and failed to stay close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.